Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The ps insert had the locking ring disengage during implantation. A backup was used.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon ps insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the reported event cannot be confirmed without evaluation of the subject device.

Event description:
The ps insert had the locking ring disengage during implantation. A backup was used.